Manufacturer narrative:
An event regarding infection involving an mrh tibial insert was reported. The event was confirmed through medical records. Conclusions: the medical review concluded that: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. The exact root cause of the infection cannot be confirmed as insufficient information was provided. Further information such as pathology reports including strain of infection identified is required to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left knee replacement in (B)(6) 2015 at the (B)(6). In (B)(6) 2015, patient had an infection which was irrigated and debrided in (B)(6) 2015.

Manufacturer narrative:
The following devices were also listed in this report: mrhk femoral bushing; cat# 64812110; lot# ldz790, mrhk femoral bushing; cat# 64812110; lot# ldz790, mrhk tibial sleeve; cat# 64812140; lot# ldz161, mrh axle; cat# 64812120; lot# ctd5540, mrh tib rot comp xs-xl; cat# 64812100; lot# 070260, kmax stem extnr(s,m,l,xl)155mm; cat# 64768270; lot# ctd4174, mrh tibial b/plt keel med 2; cat# 64813112; lot# elthr, duracon m-2 10mm full wedge; cat# 6630-6-525; lot# aimea, gmrs dist fem comp std l 65mm; cat# 64952030; lot# ekpah, mrhk bumper insert - neutral; cat# 64812130; lot# lea258. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a left knee replacement in (B)(6) 2015 at the (B)(6) of (B)(6). In (B)(6) 2015, patient had an infection which was irrigated and debrided in (B)(6) 2015.